Manufacturer narrative:
Device manufacture date: february 13, 2018 - february 15, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not infuse completely. After disconnection of the device, approximately 50% of the drug remained. The device was filled with 3900mg of fluorouracil diluted in 115ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.